Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that six bd¿ phaseals had leakage when preparing for compounding.

Event description:
It was reported that six bd¿ phaseals had leakage when preparing for compounding.

Manufacturer narrative:
H.6. Investigation summary: two picture samples were received for evaluation by our quality engineer team. Upon visual inspection of the pictures, it was observed that the bag containing the syringe, injector, protector, and vial was stained with the drug. Through the picture samples, it was not possible to confirm the point of leakage. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Based on the limited investigation results, a cause for the reported incident could not be determined. Leakage-others in pictures received liquid is found out of the protector. The bag containing the syringe/injector/protector/vial is stained with drug. It is no possible to confirm the point of leak. Apparently, injector and protector seems to be properly attached between them and to the vial. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area or at the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter.